Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 1/28/2015 with the following results: there's a crack along the battery compartment from the threads to the bumper pad and another battery compartment crack from the case seal to the bumper pad. Moisture observed in the battery compartment. Performed the leak test and found a battery compartment leak. Opened the pump case and found no further evidence of moisture. Unrelated to the complaint, the pump booted to the verify screen with dim pink contrast.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.